Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left sz 1.5 (cat#: 02-010-03-0215/serial#: (B)(4)); lgc tibial fit tray cem sz 1.5f/1.5t (cat#: 02-012-45-1515/serial#: (B)(4)); logic tib insert impl crc, sz 1.5, 13mm (cat#: 02-012-51-1513/serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female patient presented with anterior left knee pain, so patella was removed, another resection made and a larger 35 patella was cemented. A popliteal release was conducted and a 15 crc poly replaced existing 13 crc. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to devices disposed by the hospital.